Manufacturer narrative:
This is a follow up report for 3010729479-2021-00006 to change the product code. A recall has been submitted to FDA on may 14, 2021.

Manufacturer narrative:
No adverse outcomes were reported. Investigation confirmed a product malfunction. We are reporting this event in an abundance of caution due to the impact on two eua assays.

Event description:
Results of neumodx sars-cov-2 test on the neumodx 288 molecular system was discrepant with another method.